Event description:
Customer reported the drive tube broke about half-way between the two drive tube bearings when the treatment had reached 154 ml whole blood processed, causing a blood leak and damaging the centrifuge leak sensor strip. The treatment was aborted at that time and the blood in the kit was not returned to the pt. Customer reported there was no alarm at that time. Service order (B)(4) was dispatched. Customer sent photos of the centrifuge with the bowl and drive tube after the lead occurred and the kit was returned for eval.

Manufacturer narrative:
Batch record review of lot c326 was conducted. There were no nonconformances related to this complaint. The lot met release requirements. Trends were reviewed for complaint categories, drive tube leak/ break and damaged parts/components and no trends were detected for either complaint category. CAPA (B)(4) has already been initiated to investigate drive tube breaks. A review of lot c326 shows no trends. (B)(4) was completed: service engineer replaced leak detector strip and ran system checkout procedure. The smart card and kit were received for analysis. Alarms for collect pressure, blood leak (centrifuge) and return pressure alarms were noted. A visual inspection of the drive tube and bearings indicates the root cause of the failure is operator misload, evidenced by a thin groove cut into the drive tube. No remedial action will be taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).